Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the left circumflex artery (lcx) with moderate calcification and moderate tortuosity. The 3.5x23 xience sierra stent delivery system (sds) had resistance with the anatomy and failed to cross the lesion after several attempts due to the guide wire. It was noted that the inner member of the proximal shaft separated into two pieces. The sds was simply withdrawn and another same size sds was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation (break) and difficult to advance (guide wire) were confirmed. The reported difficult to advance (anatomy) could not be evaluated, as the exact anatomical conditions encountered by the device during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.